Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. The customer's blood glucose level was 50 mg/dl. Customer¿s blood glucose level was 69 mg/dl at the time of the incident and the current was 69 mg/dl. The customer¿s other blood glucose level was 58, 60 mg/dl. The customer did not experiences any symptom related to the low blood glucose. The customer had using the insulin pump system within 48 hours of the reported low blood glucose. The customer does not allege the insulin pump was over delivery. The customer was treated with the glucose. The insulin pump will not be returned for analysis.